Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025, after feeling unwell the previous day and subsequently passing out at home. Emergency services were called. It was reported that the personal diabetes manager (pdm) would not hold a charge despite multiple charging attempts, the device would not turn on. The patient did not have a back up method. She was diagnosed with diabetic ketoacidosis and received treatment including IV insulin, an insulin drip, and multiple fluids. At the time of reporting, the patient had not yet been discharged.